Event description:
During pre-treatment simulation, the customer found that there was a slight mismatch between CT image and structures in obi w/s that he did not see in eclipse with a particular pt. A product svc engineer was successful in reproducing the behavior utilizing the pt data. There was no report of serious injury or misadministration.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.